Event description:
It was reported that the patient's rate was observed to be in the 30s. Follow-up information received from the clinic revealed that in response to the low rate, the physician increased the right ventricular (rv) lead thresholds. The lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular (rv) lead exhibited chronically high impedances.